Manufacturer narrative:
Consumer reported experiencing bleeding in the right eye, watering and burning in the left eye. Consumer reported the doctor said it looked like a popped blood vessel and doctor did not provide treatment. This is not the consumer's first time using the product. Consumer reported the lenses are rinsed with water prior to insertion. The doctor's office reported the patient was seen for redness in the right eye and burning and watering in the left eye. Patient was diagnosed with subconjunctival hemorrhage in the right eye and superficial punctate keratitis(spk) in the left eye. The patient did not require treatment but was instructed to use artificial tears in the left eye if needed. Doctor's office reported patient has guttata, a previous condition in both eyes which could have attributed to the watering. The doctor does not relate the event to the product. The subconjunctival hemorrhage resolved and it is unknown if the spk resolved. Patient did not return for a follow-up visit. Consumer confirmed recovery in the right eye but reported still experiencing tearing and discomfort in her left eye. Consumer may follow-up with the doctor. The u.s. National library of medicine (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported patient's right eye recovered but it is unknown if the left eye recovered. Product is not available for return and the lot number was not reported.

Event description:
Consumer reported experiencing bleeding in her right eye. Consumer also reported that later the left eye had severe watering and burning. Consumer reported the doctor said it looked like a popped blood vessel and doctor did not provide treatment. This is not the consumer's first time using the product. Consumer reported the lenses are rinsed with water prior to insertion. The doctor's office reported the patient was seen for redness in the right eye and burning and watering in the left eye. Patient was diagnosed with subconjunctival hemorrhage in the right eye and superficial punctate keratitis(spk) in the left eye. The patient did not require treatment but was instructed to use artificial tears in the left eye if needed. Doctor's office reported patient has guttata, a previous condition in both eyes which could have attributed to the watering. The doctor does not relate the event to the product. The subconjunctival hemorrhage resolved and it is unknown if the spk resolved. Patient did not return for a follow-up visit. Consumer confirmed recovery in the right eye but reported still experiencing tearing and discomfort in her left eye. Consumer may follow-up with the doctor. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Event description:
Since the initial report, medical records were received. The patient only wears a contact lens in the left eye. The sub-conjunctival hemorrhage was reported in the right eye. This is not related to the product. The records also indicate the patient had punctate keratitis prior to being dispensed the product. Patient visited the doctor months later with symptoms of dryness, sandy and gritty feeling, redness, itching, burning sensation, watering and photophobia in both eyes. The lens wear may contribute to greater sensation in the left eye. Patient was not treated and switched to another solution at this visit. Based on the information provided in the medical records, this is not a serious injury.